Event description:
The advocate stated the customer collapsed and had to be taken to the hospital. When the customer arrived at the hospital, her blood glucose was tested using a hospital meter (brand unk) and the customer's contour. The hospital meter read 34 mg/dl, while the contour read 68 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The advocate did not provide any information about the treatment the customer received at the hospital. The test strips were returned for evaluation. The meter was replaced at the advocate's insistence. Replacement products were sent to the customer.